Event description:
It was reported that there was an unidentified infection in the patient¿s lungs and the doctors ¿think it might have come from my pump.¿ it was noted that the doctors wanted the patient to have their pump removed. It was noted that the pump needed to be replaced soon due to the battery. It was also stated that the patient had been extremely ¿ill¿ (hospitalized). It was unknown what the pump system was delivering. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).